Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure, there was a helix abnormality that resulted in the lead exhibiting noise before extending the helix. The lead was not used and another lead was placed successfully. No patient complications have been reported as a result of this event.